Event description:
As reported, during a procedure on (B)(6) 2024, the patient was implanted with an expired ventralight st mesh which had a labeled expiration date of 28-mar-2024. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired ventralight st mesh was inadvertently implanted into the patient. The labeling of this product includes the expiration date which is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.